Event description:
The pt was scheduled for a "normal" device replacement surgery. The catheter was aspirated through the catheter access port (cap) to determine catheter patency; and whether the catheter needed to be replaced as well. After the cap aspiration, the catheter was primed. Later, the pt experienced underdose/withdrawal symptoms and increased tone. It was noted the pump was in safe state. The hcp attempted to program the pump out of the safe state, in an attempt to continue therapy for as long as possible. A pump replacement surgery was re-scheduled to occur as soon as possible. It was later reported the pump delivered lioresal (200 mcg/ml 890 mcg/day). The specific symptoms of withdrawal the pt experienced were: hypertonia, seizures, and fever. When the hcp tried to restart the pump back into simple continuous mode, the pump would not stay in this mode and would fall back into safe mode. The pump was replaced. The pt's outcome was noted as being "good".

Manufacturer narrative:
(B)(4).